Event description:
Patient was implanted on [redacted] with medtronic micra av pacemaker. Patient was registered by vendor rep. With the wrong last name. This resulted in a risk of lost to follow up, a delay in remote monitoring and increased workload for staff to enroll patient into carelink and establish connectivity. This user error is a systematic error in manual entries that puts patients at risk. They have been clinically determined to require a cardiac monitor, and the company system allows for them to not be setup of monitoring even when the device is functioning correctly. Manufacturer response for monitoring platform for pacemaker listed below, carelink (per site reporter).